Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The parent of a customer reported via phone call that the insulin pump will not bolus and there is a dark circle on the screen. The customer's blood glucose reading was 547 mg/dl at the time of incident. The customer indicated that a rewind resolved the issues but that he would call back for further troubleshooting as he did not have the pump with him.